Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose. Chapter 4 / page 42: warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes. Chapter 11 / page 119: avoid lows, highs, and dka: you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes. Chapter 11 / page 126: warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been to the emergency room with early stages of diabetic ketoacidosis (dka). On monday night, patient had dinner and about 1/2 hour later looked good, went to bed and woke up with thirst, urinating and severe heading - blood glucose (bg) said high so went to correct with 15 units and 30 min still said high and tested with another meter and it read 636 mg/dl while wearing the pod between 4 and 24 hours on insertion site (abdomen) then called doctor and he suggested changing the pod. The patient applied a new pod and gave correction dose of 20 and by then the patient was vomiting so doctor said to go to the emergency room. The pod was removed before going to the emergency room. Symptoms reported include nausea. The patient was treated with an intravenous bag, used a new pod, and insulin. Patient was given zofran nausea medication 1 tablet by mouth every 6 hours as needed. The patient was in the emergency room for six (6) hours. Patient did not have any recent setting changes since march. The patient had ph level ketones.